Manufacturer narrative:
Patient information is unknown. Date of event: unknown date in 2017. This report is for 2 unknown compression screws/unknown lot. Part and lot number are unknown; UDI number is unknown. It is unknown if the device was explanted during the revision procedure on an unknown date. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported on (B)(6) 2017, the patient underwent a tibial osteosynthesis. The patient currently presents with a tibial bulge/protrusion. The patient underwent a revision on an unknown date due to a staphylococcus infection. This report is for 2 unknown compression screws. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A material ablation was performed in hôpital beaujon in clichy by the surgeons on (B)(6) 2017 (dor). The pre-op diagnosis was sepsis on right tibia plate.